Event description:
Unomedical reference number (B)(4). Event occurred in italy on (B)(6)2024, patient complained about tape not adhering. The set was in use for one day. No further information available.

Manufacturer narrative:
E1:patient city: (B)(6) patient country: italy